Event description:
Pt had heparin drip infusing with sigma spectrum pump. Staff checked about one hour after infusion started and there was no medication infusing and blood was backing up into tubing. Pump indicated that it was infusing, but it wasn't. Changed to another pump and it worked fine.